Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty attaching the lunar connector to the cartridge during an infusion set and cartridge change with an ilet using a steel 6 mm contact/detach set, resulting in inability to complete the prime after reaching 80 units without visible drops and observed insulin leakage from the pump; the user attempted multiple new connectors that turned freely off-device but would not turn once the cartridge was seated in the ilet. Symptoms included hyperglycemia with a reported blood glucose of 213 mg/dl. Outcomes included pump discontinuation, transition to dexcom-based glucose monitoring, and manual insulin injections, with expedited replacement supplies arranged due to limited on-hand inventory. Investigation included troubleshooting and education by support. Investigation of this case revealed a connector-to-cartridge attachment failure associated with the connector component that prevented secure engagement and proper priming, with no visible cartridge damage reported. It was concluded, based on previously established findings for similar reports, that the cause was probable component incompatibility or mechanical interference during connector engagement.